Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 4.5 years ago. Aneursym and vessel morphology are unknown. It was reported that in 1998 the aneurysm measured 52mm. A follow-up CT scan completed in 2002 showed the aneurysm measured 64mm with a suture and stent fracture noted mid-graft. No intervention has been reported. It was reported that there is a past history of two known type ii endoleaks. The patient's status is unknown. Additional information is pending.